Event description:
During device replacement for normal battery depletion, there was difficulty removing the left ventricular (lv) lead from the header of the device. The device header was broken and tissue was observed inside the device header. The lv lead was successfully inserted into a new device. The patient was stable and there were no adverse consequences.